Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open left-sided hemicolectomy procedure, while doing the side-to-side anastomosis, the knife did not cut the tissue between the rows of staples on one side only. It closed one side with densely 4 rows of staples and the other left open. Time of surgery extended over 30 minutes with loss of additional tissue due to defect and manual anastomosis was done. The event also lead to extended hospitalization of 8 days.